Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the exact cause of the reported breakage couldn't be determined, and we can't rule out user or procedural error as a contributing factor. This doesn't indicate a device malfunction. The rimmed pin, made of 431 stainless steel, is designed for external use and is not meant for implantation or long-term internal exposure. The impact on the patient includes a change in procedure and the retention of a non-implantable fragment of the rimmed pin. Local irritation, discomfort, or migration of the fragment should not be ruled out. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics device revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase the risk of breakage, failure, patient infection, patient injury and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka surgery, physician was using this mis 3.2mm x 45mm rimmed pin sterile on the pin driver as usual in the 4 in1 cut block. When he screwed in the rimmed pin, the head broke off in two pieces. One piece was retrieved with a pair of pick-ups and disposed off, he tried to remove the other piece but couldn't find it and it remains in the patient. He proceeded to finish the cuts, then removed the cut block. The procedure was able to be completed by change in surgical technique after a non-significant delay. There will be another procedure to remove the piece left inside the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during tka surgery, physician was using this mis 3.2mm x 45mm rimmed pin sterile on the pin driver as usual in the 4 in1 cut block. When he screwed in the rimmed pin, the head broke off. He proceeded to finish the cuts, then removed the cut block. He tried to remove the broken piece in the patient but could not find it. He proceeded with the surgery with the understanding the piece may have pushed through, fell outside the wound, or remained in the patient. The procedure was able to be completed by change in surgical technique after a non-significant delay. Patient was not harmed.